Manufacturer narrative:
Manufacturer's report date 12/5/97. The pump was not returned to the MFR for evaluation. However, the user facility evaluated the pump and was unable to duplicate the overinfusion. Additionally, the unit will not be returned to the MFR for investigation. Without the pump to evaluate, the MFR is unable to determine a root cause for the reported failure.